Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. As per additional information no damage was noted to the device prior to use and the device was prepared as per direction for use (dfu) for this product. However, contrary to this - the additional information states that continuous flush was not maintained during the procedure which is against the dfu for this product. In the case of this complaint it most likely that the main coil prematurely detached separated inside patient due to intermittent flush maintained during the procedure, as per dfu maintaining continuous flush throughout the procedure is a critical requirement as lack of it can result in increased friction and other difficulties. Also as reported that a non-stryker microcatheter was used for performing the procedure it can also contribute to failure, leading to as reported premature deployment. Therefore an assignable cause of ¿user error¿ will be assigned to investigation.

Event description:
It was reported that during coil embolization the when advancing the subject coil through (non -stryker) microcatheter, the coil prematurely detached inside the microcatheter. The detached coil was removed together with the microcatheter and was exchanged with another new coil. No clinical consequences were reported due to the event.